Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired. Upon review of the remote transmission, possible failure to defibrillate was noted. The device remains in-situ.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was not a device malfunction that caused or contributed to the patient¿s passing. The patient¿s cause of death was noted as vt (ventricular tachycardia) degenerating to vf (ventricular fibrillation), agonal rhythm, and eventually loss of capture. Patient had underlying ihd (ischemic heart disease).